Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068 implantable pacing lead: (B)(6) 1997. 5866-38 adaptor: (B)(6) 2008. 6721m implantable tachy lead: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device had early battery depletion. The right ventricular leads were also capped due to high pacing threshold. The device and leads were replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had early battery depletion. The right ventricular leads were also capped due to high pacing threshold. The device and leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.